Event description:
It was reported during a pta/stenting treatment procedure, a stent migration. The customer stated that, "the stent was deployed in (the) left brachiocephalic vein, but [then] moved." The pt was transferred to another hosp for intervention. "The stent was floating in [the] right atrial [chamber]. The physician retrieved the stent into [the] iliac vein." "He attempted to get the stent outside the pt, but he couldn't. He deployed the stent in [the] iliac vein and completed the procedure. The pt's current status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for batch #8574117 found that the device met its material; assembly, and product specs. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident.